Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e13 alarms, button/keypads unresponsive and back light anomaly due to full segment display. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 7.1 mmol/l. No further details given. The insulin pump will be returned for analysis.